Manufacturer narrative:
The pt remains on going with the implanted device. The cardiologist believes surgical exploration and a pump exchange may be only option to sustain life for this pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced heart failure symptoms.